Manufacturer narrative:
The customer reported the unit will not be repaired at this time. The unit was removed from service. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint on a v60 unit, indicating the unit's display was dim at the highest setting. The issue was discovered during a planned maintenance event and the unit was not in clinical use. There was no report of patient or user harm. The unit was removed from service until repair is complete. The philips remote service engineer (rse) advised the customer to replace the user interface (ui) assembly to correct the issue and provided the part numbers for reference.